Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive was contaminated with dirt and grease. The technician cleaned and degreased the hi/low drive to repair the bed.